Event description:
It was reported by the pt that after an angiogram two weeks ago an angio-seal device was used to close the right groin arteriotomy. Pain developed in the right groin area which caused nausea; the pt went to e.r. Two days later. An ultrasound and CT scan were done and were negative for blood clot. Their cardiologist placed pt on antibiotics after discovering pt had an elevated white blood count. Their pain and nausea went away. After the five days of antibiotics were finished their pain and nausea came back. Pt following up with their cardiologist.